Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed voltage test: passed. Performed pairing test: passed. Performed share log review: no data available. Performed bin file review: contains no issues related to the customer complaint. The problem is not confirmed because the transmitter has no issues related to the customer complaint. The reported event of a failed transmitter error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/20/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined.